Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that before use, the meniscus mender set was found to be skewed and when placed on the desk, it broke/disconnect. Back up device was available. No delays nor patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A review of the customer provided image found labelling confirming the product identification information. One suture loop is disconnected between the hub and shaft, and the other is inserted into a needle and is bent on the proximal end of the shaft. A visual inspection of the returned device found that it is not in its original packaging. One suture loop is disconnected between the hub and shaft. The other suture loop has been inserted through one of the needles, and is bent near the proximal end. There is biological debris on the device. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.